Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 516 mg/dl. Troubleshooting for high blood glucose was performed. Customer declined to perform the high pressure test, look for air bubbles or check for bent cannulas. Customer was advised to change the entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised to follow up with their healthcare provider and to monitor the insulin pump.